Event description:
Manufacturing defect with defibrillator charger/power supply. Affecting 16 defibrillators so far. They will not charge and also prevents the defibrillator from being turned on when plugged in. There has not been patient impacts to date but does warrant possible recall. Reference reports: mw5118787, mw5118788, mw5118789, mw5118790, mw5118791, mw5118792, mw5118793, mw5118794, mw5118796, mw5118797, mw5118798, mw5118799, mw5118800, mw5118801, mw5118802. Refer to additional documents in i2k.